Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained an unknown brand of morphine [4 mg/ml] at a dose of 1.4516 mg/day (1.5065 mg/day with patient activated doses). It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The hcp stated the pump logs revealed stalls going back to (B)(6) 2017. The most recent hard stall began on (B)(6) 2017 with no recovery. Reported symptoms included increased blood pressure, pulse, and not feeling well. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was not explanted on (B)(6) 2017 as planned, the patient was on blood thinner medications and was unable to stop for surgery. The hcp still planned to replace the pump. The cause of the motor stalls was undetermined. The patient's symptoms had not resolved, the pump had not been replaced yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient was referred to surgery for pump replacement and that the patient was scheduled for replacement at 4:45pm on the date of this report, and it was unknown at the time of this report if the patient's symptoms had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient saw the physician and the pump was put in minimum rate. Surgery was immediately scheduled to replace the pump but had to be cx (cancelled) because the patient had drug eluting stents placed in (B)(6) 2017. Per cardiology consult, the oral anticoagulants cannot be stopped until 6 months. Surgery to replace the pump was planned for the end of (B)(6). The pump will be replaced when cleared by the cardiologist. The patient¿s pain will be managed with oral medication. The issue was not resolved. No environmental/external/patient factors may have led or contributed to the issue. Patient status at time was alive - no injury. Medical history was cardiac history of myocardial infarction (mi) and drug eluding stents. Patient weight was asked and will not be made available.